Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported the patient's hip was revised. Patient went to ER after the adm x3 insert dislocated out of the metal liner. A closed reduction was attempted and the adm x3 insert disassociated from the 28 +0 biolox ceramic head. The surgeon reported the shell was not in an optimal position. The adm/mdm poly insert and ceramic head were revised to another adm/mdm insert and a 28 +4 metal head. The shell was not revised. Rep provided explant pictures and confirmed that no further information will be available.